Event description:
Per the clinic, the patient experienced a serous inflammation with an infection at the implant incision site. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The treatment is reportedly resolving the issue.